Event description:
Boston scientific received information that pacing failure was noted on this right ventricular lead. A revision procedure was performed. Noise and pacing failure was revealed when the patient was in a left lateral decubitis position. A lead fracture was suspected. No issues were found in the unipolar position thus this right ventricular lead remained implanted and programmed to a unipolar configuration, while a new lead was implanted on the right side of the patient. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.